Manufacturer narrative:
Follow-up #1: date of submission: 05/05/2016 .device evaluation: the device has been returned and evaluated by product analysis on 04/25/2016 with the following findings: the pump's black box showed a replace cartridge alarm on (B)(6) 2016 at 11:41. The alarm was confirmed and followed by multiple pump not primed warnings. Deliveries resumed at 13:58. The pump was exercised for 24 hours with a 1.0u/hr basal rate. At the end testing the basal history correctly showed 1.0u and the total daily dose showed 24.0u. No alarms occurred during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.